Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22dec2020.

Event description:
The customer states that he unplugged the unit and it only runs for 10 minutes on battery. The customer wants to know if this is normal. The customer contacted product support who determined that the customer does not know the charge state of the battery. Product support advised the customer to charge the battery and perform battery test per manual. If unit fails, replace the battery. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
Multiple attempts were made to obtain more information regarding the incident, including the device repair information and status. No response was received. The complaint will be closed, but will be reopened if new information becomes available at a later date. When that happens, a supplemental report will be submitted.